Manufacturer narrative:
An event of heart failure, a degenerated valve, regurgitation, and an "issue" with the valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2009, an epic valve was implanted. On an unknown date in 2019, the patient presented with heart failure and the physician observed mildly depressed left ventricular function. The left ventricular ejection fraction was noted to be 45% and the valve appeared to be degenerated. The patient was reported to have a mean gradient of 35mmhg and moderate aortic valve regurgitation. In (B)(6) 2019, an unspecified issue was reported with the valve and a tavi procedure was performed and a medtronic corevalve evolut r was implanted. The patient is reported to have been discharged.